Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. Technical services (ts) recommended to explant the device. At this time, this crt-p remains in service. No adverse patient effects were reported.